Manufacturer narrative:
Therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nano¿ 2nd gen pen needle was not functioning. The following information was provided by the initial reporter: the patient received insulin glargine via a prefilled pen. On an unknown date , while on insulin glargine therapy, she had bd nano needle that did not fit the pen and she had blood sugar still high above 200 (no units provided) after injection and was not feeling well. Corrective therapy was unknown. Outcome of events was unknown. Insulin glargine therapy was ongoing.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that bd nano¿ 2nd gen pen needle was not functioning. The following information was provided by the initial reporter: the patient received insulin glargine via a prefilled pen. On an unknown date , while on insulin glargine therapy, she had bd nano needle that did not fit the pen and she had blood sugar still high above 200 (no units provided) after injection and was not feeling well. Corrective therapy was unknown. Outcome of events was unknown. Insulin glargine therapy was ongoing.